Manufacturer narrative:
Retain sample testing pending.

Event description:
Pt tested 2007 had negative urine hcg. Serum quant (beta-hcg instrument not specified) resulted in 67,000 miu/ml. Diluted pt urine 1:2 (obtained weak (+)) and 1:4 (strong (+))